Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse and reloaded calibration files. The system operates as intended.

Event description:
The customer reported that the generator interface board was out and needed to be replaced. The field engineer noted that the system was displaying an a/d channel 8 failure. This means the analog-to-digital channel failed during system start-up. This error will likely prevent the system from booting. There was no pt injury reported.